Event description:
It was reported that the ilet bionic pancreas intermittently failed to respond to the sleep/wake button, requiring removal of the case and placement on the charger to restore function, and a replacement device was provided after troubleshooting and education. Symptoms included no adverse clinical effects and no impact to blood glucose reported. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting, user guidance on proper button interaction, cleaning, case removal, charging verification, and operational checks. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.